Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the bacterial peritonitis. Beginning on the day of onset, the patient was treated with ancef (cefazolin) intraperitoneally for two weeks (dosage and frequency not reported) for the bacterial peritonitis event. Five days after the initial receipt of this report, antibiotic treatment was discontinued. Dianeal and extraneal therapies were ongoing. The patient was recovering from the bacterial peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.